Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material mz5309 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
Material: mz5309 batch#: unknown. It was reported by the customer that IV kit includes 7in standard bore extension set 5 or 6 times has been leaking. Verbatim: IV kit includes 7in standard bore extension set 5 or 6 times has been leaking.